Manufacturer narrative:
Photo received for investigation. Through visual inspection, box of product is displayed with material 300017 and label information, no defects or issues observed. Physical samples are required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Additional information received: customer provided to us the additional information below. ¿ the text indicates that the stock was returned due to the defect, is it the same defect in this report or did the same event occur in the last month? That's right, it's the same defect and for that reason the customer no longer wants to use the new bd 18g needle. ¿ could you share videos/photographs of the product with deviation? I attach the photos. ¿ notice if there is any material on the needle connection? No, we do not have photos of the material already used because the client did not share photos with us. We only have the evidence of the report. ¿ did the 300 units reported have the same defect? That's how it is. ¿ has there been any harm to the patient/healthcare professional? (Detail) none, it is only affecting nursing times and the loss of defective material.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported that the bd needle precisionglide 18x1-1/2in needles were clogged/blocked. The following information was provided by the initial reporter, translated from spanish to english: "a quality problem was detected in code 300017, since 'it presents failures at the time of drug extraction; they are covered. The procedure is delayed and the needle has to be changed to continue. Due to the number of needles that were damaged in the last month, the customer decides to return the stock he has from that batch for fear that they will be clogged. We have already changed the batch for this customer and he continues to present the same complaint.'"